Event description:
Philips received a complaint from the customer on the v60 indicating that the device does not deliver air. When the medical staff is ready to use the equipment, after setting the parameters, the machine will not be pumped, "the patient's breathing circuit is blocked" alarm, the fan is estimated to be broken. It was reported there was no patient involvement at the time the issue was discovered since it was being set up for patient use. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: the first affiliated hospital of guangzhou medical university. Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
An authorized service personnel (asp) engineer was dispatched to the customer site, and it was determined that the blower needed to be replaced to return the device to working condition. The asp replaced the blower to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.